Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Reportedly the customer would "shake the air bubble out of the cartridge and reposition the pump" resolving the occlusions. There was no adverse impact to customer¿s blood glucose level.